Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and post coital bleeding. On (B)(6)2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.03 kgs. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) (batch no. 621670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding and post coital bleeding. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea and dyspareunia had resolved and the migraine and headache was resolving. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received- previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse),dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), migraine, headache", lot number,medical history, lab data added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.